Manufacturer narrative:
Device evaluated by MFR: customer discarded.

Event description:
It was reported that during a surgical procedure at the user facility, the device's motor of the cbc-2 did not stop working when a surgeon turned the dial to "0" position. The collected blood was about 300 ml and was discarded. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.